Event description:
Total knee replacement surgery may 1999, presently painful left knee, explant of tibial slate component, revealed heavy wear to surface component replaced with product from same company per doctor.